Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "stenosis" was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. Available information suggests patient factors (atherosclerosis (esrd)) likely contributed to the event as noted in the patient information. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by a field clinical specialist, a patient udnerwent a transfemoral tavr procedure with a 29mm sapien 3 valve in aortic position. Approximately 4 years and 7 months later, the patient has presented with a failed valve due to stenosis. There is evidence of prosthetic valve dysfunction (max velocity 3.6m/s, mean gradient 34mmhg, ava 0.6cm2, avai 0.3cm2/m2, dvi 0.20, acceleration time 100msec; svi 19ml/m2, lvot 2.0cm). There is no aortic regurgitation or perivalvular leak. As per follow-up with the fcs, the patient underwent a valve in valve intervention with a 29mm sapien 3 ultra resilia inside the initial 29mm sapien 3 valve.